Event description:
Patient reported a left side deflation confirmed later by a physician. Device been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
Additional narrative/corrected data: b5, d6b, d9, g1, g2, h3, h6.

Event description:
Physician confirmed the left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Patient reported a left side deflation. Device remains implanted.